Event description:
It was reported by a customer in the USA that, an 840 ventilator was inoperable. There was no patient involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The customer reported to have replaced the air proportional solenoid (psol). The tse recommended to check the circuit and filter for leaks, and to swap q2 or q3 flow sensors. The customer reported that the unit is operational, and believed a leak was created when the psol was replaced. Covidien reference # (B)(4).